Event description:
It was reported by the patient that they have had issues with the pacing of the implantable pulse generator (ipg). The patient states the pacing affects them in a way that is debilitating and causes them to lose sleep. They have a full feeling in the lower chest/upper abdomen area that radiates through the neck, with throbbing and intense pressure in their head. Once it kicks in it just keeps on and on. The patient was questioning whether the device could be defective or malfunctioning. The device has been adjusted numerous times, however this does not seem to work. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.